Manufacturer narrative:
The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The pump passed the rewind, basic occlusion, prime and displacement test. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There were minor scratches to the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 210mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.